Event description:
The pt was having trouble with wound healing. Surgeon also implanted another ventor's implant during the intial procedure. The wound was cleaned and culture performed was negative. Surgeon has not determined what was causing the delayed healing. Follow up with hosp indicated both implants used were titanium. No info is available regarding the pt being diabetic. Hosp did stated it is possible that this event is related to a pt reaction and not a product problem. As of 2006, hospital has not received additional info regarding this case. This device is used for treatment.